Event description:
It was reported that the complaint device made a siren-like wail, the power shut off and that the software was frozen. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted the customer care solution center and alleged that the complaint device made a siren-like sound and the power shut down. Additionally, the software was frozen. It is unknown if the complaint device was in clinical use at the time that the issue was discovered .